Event description:
It was reported an error 6 on screen. No back up was available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with a trace amount of tissue. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and as the device was activated in saline solution it immediately generated an e-6 error. The suction line was tested and performed as intended. Due to the controller generating an e-6 error code, the complaint has been verified. Functional evaluation was completed and found a component/material failure related to the thermocouple wire.